Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting from tandem technical support. No additional information was provided.